Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2011. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2014. Additional information received in patient medical records revealed revision was due to pain, metal-related adverse reaction, and elevated metal ion levels. The patient¿s operative report noted cloudy fluid, metallosis, fibrous tissue, and incomplete fixation of acetabular cup. The acetabular cup and modular head were removed and replaced with a biomet head and a competitor cup. Additional information in patient medical records revealed patient¿s blood was tested on (B)(6) 2014 and on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00289 / 00290).